Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to cracked tooth which the patient stated resulted in extraction of the tooth.

Event description:
The customer reported that a tooth #4 cracked, as a result the tooth had to be extracted. The customer has not discontinued aligner treatment.